Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the act diff 2 instrument cracked the bottom of the plastic capillary tubes. Customer stated that after the instrument pierced and removed the sample tube, with the tube adapter, they could see a tiny amount of sample at the bottom of the tube holder. No injuries were reported and no erroneous patient results were generated field service engineer (fse) inspected the instrument and did not see any cracked tubes. Fse replaced the probe as a precaution. No further leaks were reported.